Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon felt unintuitive motion while using a monopolar curved scissors (mcs) instrument during colorectal adhesion takedown. Upon removal of the instrument, it was observed that the instrument cables were broken. A second mcs instrument was installed, and approximately 30 minutes afterwards, the surgeon felt again unintuitive motion on the mcs instrument. There was no observation of any broken cables on this instrument after removal. The customer also noted that both instruments were in their last life. There was no patient injury. A third mcs instrument was used in this case which performed as expected until case completion. There was no reported injury.